Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe there was foreign matter present on the device cannula. The following information was provided by the initial reporter: " the doctor prescribed an arterial blood gas analysis for the patient. The nurse followed the doctor's instructions and took a blood sample for the patient. Check that the packaging of the arterial blood collection device is intact and within the validity period. Open the packaging of the arterial blood collection device and take it out. Disinfect the blood collection site according to the procedures. When removing the needle cap of the arterial blood collection device, a layer of white foreign matter is found on the needle body. The nurse immediately replaced the arterial blood collection device of the same batch to complete the blood collection, sealed the arterial blood collection device with foreign matter, and reported it to the department head and equipment department. "

Manufacturer narrative:
E.1.(B)(6). H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.